Event description:
A (B)(6) female was implanted with an acticon device on (B)(6) 2005. On (B)(6) 2010 the entire device was removed and replaced due to a "dysfunctional cuff" which resulted in recurring incontinence. No further information was provided.

Manufacturer narrative:
Additional catalog #: 72402105, 72402287. Additional lot/serial #: (B)(4) , (B)(4) . The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than it's usual. Unable to confirm if the event is related to a device malfunction. Device has not been returned for analysis. No conclusion can be drawn at this time.